Event description:
Additional review indicated that the explant was due to an MRI that the patient needed. Additional information received reported the patient did not have concerns with their device or therapy.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was added that the patient's battery went dead and the patient lost relief of their symptoms. It was stated that the patient's implantable neurostimulator (ins) was explanted in the (B)(4) of 2012. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3080, lot# l94159, implanted: (B)(6) 2001, product type: lead. Product ID: 3080, lot# l94159, implanted: (B)(6) 2001, product type: lead. Product ID: 3095-10, serial# (B)(4). Implanted: (B)(6) 2001, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).